Event description:
A patient reported she was standing in her bathroom and her stimulation "went crazy" and it almost brought her to her knees. The patient then noted the stimulation decrease some by itself and now stimulation "feels weird". There was no trauma or falls associated with the issue. The patient noted the symptoms were sudden in change. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.